Event description:
It was reported that when using the pyxis medstation es system, multiple patients and orders were not crossed. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple patients and orders were not crossed. A technical support specialist ran a server downtime query and found that in the interface, the result in "disconnectedflag" was "1" and activeflag was "0". A technical support specialist restarted bd external messaging service, bd pyxis external communication and bd pyxis external inbound processors services as per knowledge article (B)(4) "medes: interface delayed/down notice". The system functioned as intended after the technical support specialist troubleshooted the device.